Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced low blood glucose. Blood glucose level at the time of the incident was 46 mg/dl treated with food. Customer stated insulin pump did not stop delivering insulin, customer had stopped it manually and ate something. Customer had symptoms related to low blood glucose was weakness, fatigue, hungry. Customer declined to troubleshoot for low blood glucose level. Customers last blood glucose reading was 140 mg/dl. The insulin pump will not be returned for analysis.